Event description:
Customer just purchased meter. Meter worked for 3 days and then quit. She replaced the batteries and the meter would never turn back on. She used multiple strips trying to obtain a valid reading.